Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported the hat trick pip fusion implant broke. Implant piece intentionally remains implanted. Back up device available. Surgeon chose to complete the procedure with an alternative method.